Event description:
It was reported to covidien on (B)(6) 2012 that a customer had and issue with a scd pump. The customer states the power cord sparked and smouldered during surgery.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.